Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The pump was received with cracked display window corners, reservoir tube lip, belt clip slot, scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 250 mg/dl. The customer states the insulin squirted out, during manual prime. The customer states the piston continues to move after making contact and insulin squirted out. There were no beeps or numbers appeared on the screen. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.